Event description:
It was reported that patient was hospitalized. While being assisted to get into bed, patient was pulled by the arm on extension side of the body and experienced a flailing motion for 2 hours that he could not control. Patient was 'doing better' at the hospital as the date of this report. It was noted that patient had a lead revision a couple of months ago due to a lead fracture and open circuit. The initial test result shown the right hemisphere therapy had high impedance. Reran impedance at different voltage setting gave a normal impedance. Patient had no left body symptoms for right hemisphere at the moment. It was noted that prior to the lead revision, when patient had open circuit he experienced open circuit symptoms. When left hemisphere test was done, patient experienced right side body pain, which was referred to as burning or heat, momentarily but had disappeared after a few minutes. Right hemisphere impedance didn't cause any symptoms. Patient had not experienced flailing before event. Another test performed on the same day shown right hemisphere therapy had high impedance and left hemisphere electrode impedances was normal. When left hemisphere test was done, patient had heat or fire sensation down right leg but had gone away after the test was done. Patient was getting reduction of symptoms and getting tremor controls same as prior to the event. 'Rigidity/stiffness was good'. Additional information reported that patient was sent for x-ray during the week of this report. The cause of the flailing was not determined, but was thought to be not related to deep brain stimulation. The cause of the high impedance had not yet been determined. An intervention had not been determined, but will be determined once the x-ray is examined. The healthcare professional may consider complete system removal or referral to a deep brain stimulation center for magnetic resonance imaging and consult with a movement disorder neurologist. The patient's deep brain stimulation system was turned 'off' due to a 'shocking or pain'; the patient could not tolerate the device being 'on'.

Event description:
Additional review determined the event regarding the lead revision had also been reported in manufacturer report # 3004209178-2012-08261. Any additional information received regarding that event will be reported in that manufacturer's report number. Any additional information received regarding the events that occurred after the lead revision will continue to be reported in this manufacturer's report.

Event description:
Additional information received reported that the patient was being referred by the neurosurgeon and neurologist for an MRI. Subsequent information received reported that the cause of the event was unknown, abnormal impedances were unknown, and surgical intervention was not applicable. The patient symptoms were "electric shocks and a burning sensation." The patient did require hospitalization due to the event and the patient outcome was noted as non-serious injury/illness. It was also noted that the patient had continued to have unexplained "shocks" even when the device was turned off. The etiology of symptoms was unclear and some consideration was being given to non-physiologic etiology. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v407602, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v964030, implanted: (B)(6) 2012 product type lead. (B)(4).